Manufacturer narrative:
Investigation summary: no product return. Device in wrong positioning: impella in aorta alarmed with flat motor current. The patient was turned 30 minutes prior but had not moved since. Data log review confirmed the alarm triggered correctly with a drop in motor current and maintained placement signal pulsatility. The cause of device in wrong positioning was most likely due to patient movement based on the report of patient movement prior to the alarm and data log review.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the care team spontaneously received an ¿impella in aorta¿ alarm, accompanied by a flat motor current and a left ventricular waveform completely underlying the aortic placement signal. The team noted that the patient had been turned slightly about thirty minutes earlier but had not moved since. The touhy needle remained secure, and the catheter marking appeared unchanged. Echocardiography confirmed that the impella inlet cage was no longer in the left ventricle, although the pigtail appeared to still be across the valve.